Manufacturer narrative:
This event is pending return and analysis of the implant. Manufacturing records did not identify anything that may have caused or contributed to this event. The investigation is ongoing. A supplement report will be submitted, as appropriate, if additional information is obtained.

Event description:
Doctor was reporting that he was revising a pt that he had implanted with a pip total joint. The physician stated that the pt had seen the hand therapist prior to the first f/u visit. He was in a dynamic splint and the pip joint was in slight hyperextension. The surgeon immediately changes the therapy regimen to a dorsal approach therapy. He stated the hyperextension has only worsened. They have tried prolonged periods of splinting and casting with the pip joint flexed or blocked. Pt has stated that he has absolutely no pain, good function and good motion. Some squeaking but he doesn't mind it. It was also noted on x-ray that there is a possible fracture.